Event description:
Interventional radiology staff reported pieces of rubber from the vial stopper have been found in the syringe after drawing up definity and saline. On a medical-surgical (med surg) unit, staff reported that when staff drew up the saline out of the vial to mix with protonix, there was a grey chunk of the vial septum floating in the syringe. Nurse was able to use a filtered needle to draw up the content into another syringe for administration.